Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 visual examination of the provided pictures identified an explanted liner and head, both components covered in bio debris. No further observations could be made based on the image alone. No image was provided of the cup. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided however were not reviewed as ap and lateral images would be required for the assessment of cup angles. The images were requested but were not provided. A definitive root cause cannot be determined. The placement of the implant is the surgeon's discretion based on patient anatomy. Anteversion of the implant could not be confirmed based on available information. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip arthroplasty. Subsequently, the patient was revised four (4) months post implantation due to the initial cup being too anteverted. The surgeon was concerned about potential dislocations.

Manufacturer narrative:
(B)(4). D10: 010000856 g7 neutral e1 liner 36mm d 7151630, 010001000 g7 screw 6.5mm x 35mm 7536304, 650-0660 delta ceramic fem hd 36 -3mm 3105787. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.